Event description:
Per complaint (B)(4), an abutment could not be removed from a dental implant during initial placement due to a screw malfunction. The implant was removed and replaced within the same procedure. No adverse patient consequences were reported.